Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Corrected data: g2. Report sources were inadvertently omitted on the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon loading check, "wrinkles" in the valve extending past node 4 were observed. Subsequently, the valve was removed from the delivery catheter system (dcs) and reshaped in warm saline. The same valve was reloaded into the same dcs. Upon loading check, the wrinkles in the valve frame extended just before node 3; therefore, the valve was attempted. Upon 80% deployment, there was a "sense of discomfort" with the position of the tab marker. Upon fluoroscopic imaging of the right anterior oblique (rao) view, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs, and a pre-implant balloon aortic valvuloplasty was performed using a 24 millimeter (mm) non-medtronic balloon. Optimal dilation was achieved and the new valve was successfully implanted. No patient complications were reported as a result of this event. Additional information was received to report the misload was identified via fluoroscopic inspection, and was not due to a new valve loader. It was noted that a procedural delay occurred as a result of the infold. Per the physician, the patient's calcification of the aortic annulus contributed to the infold.

Manufacturer narrative:
Four still images were provided. The patient¿s executive summary was available, permitting complete anatomical assessment. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 87.1mm with a perimeter derived diameter of 27.7mm, suggesting a 34mm evolut. Fluoroscopic valve load inspection of the first valve was examined, and a misload appeared to be evident by inflow crown overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, it was reported that the misloaded valve was reshaped in warm saline and reloaded a second time. A fluoroscopic load inspection revealed an inflow crown overlap reaching node 3, which would be considered a sat isfactory load. There is no evidence or documentation that a pre balloon aortic valvuloplasty was performed prior to the implantation attempt with the first valve. Note, as stated in the IFU, adequate predilatation can help minimize the need for post-dilatation an d may reduce the risk of valve infolding. Predilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 mm valve. During the deployment attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was withdrawn from the patient, a pre balloon aortic valvuloplasty was performed using a 24mm non-medtronic balloon, and a new valve was implanted. No further issues were described. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012294211); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon loading check, "wrinkles" in the valve extending past node 4 were observed. Subsequently, the valve was removed from the delivery catheter system (dcs) and reshaped in warm saline. The same valve was reloaded into the same dcs. Upon loading check, the wrinkles in the valve frame extended just before node 3; therefore, the valve was attempted. Upon 80% deployment, there was a "sense of discomfort" with the position of the tab marker. Upon fluoroscopic imaging of the right anterior oblique (rao) view, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs, and a pre-implant balloon aortic valvuloplasty was performed using a 24 millimeter (mm) non-medtronic balloon. Optimal dilation was achieved and the new valve was successfully implanted. No patient complications were reported as a result of this event.